Event description:
It was reported to philips that the system was unable to power on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. The field service engineer (fse) went onsite and found that the host pc didn¿t turn on. The fse turned on the host pc and the system booted normally. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.